Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that there have been several instances of not being able to draw back blood or flush without using excessive force could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e - 07 lot number 20109564 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 had flow issues during use and was unable to draw back blood or flush fluid. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "references # 20039e (lot 20106465) & 22003e-07 (lot 20109564) bd/alaris IV extension tubing. Several instances of this extension "pigtail" not being able to draw back blood or flush fluid without first using excessive force. Suspect defective clave caps. Ivs appear to be not patent due to this defect and this may result in unnecessary repeat IV starts."